Event description:
I had a breast revision on (B)(6) 2011. My incisions were closed with mastisol. Within 2 hours, I started getting itchy. Within a few hours I had blisters, redness, edema with a hot burning sensation. I pulled off the fresh bandages and was covered in hives all over my chest area. The hives also spread to my ankles, right shin, groin area. I am now taking a medrol dose pack and benadryl. The itching is unbearable. Please warn pts that mastisol liquid tape adhesive can cause a horrible allergic reaction. Reason for use: to keep steri strips on longer. Diagnosis or reason for use: to keep steri strips on longer.